Event description:
Problem rptr per usp: "when programming the pump for continuous infusion, the pump was set in mg/hr instead of ml/hr. The screen is difficult to view related to the size of the numerics and glare on the screen." The pt was on a ventilator at the time of this event. Dilaudid was ordered at concentration of 50 mg in 100ml of solution. The entire dose was administered to the pt over approx. A 6 hr period. Nothing was ordered for the pt as a result of this infusion.